Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Data analysis: on 8/7, case start wizard was began on ic5657 but the console could not proceed through step 3 as there was an error reading eeprom (all crc values were continuously 65535). This happened after all four pump connections with 597138 (pump number was retrieved from salesforce as the console was unable to read the pump. The console had successfully read all pumps during previous cases and field service testing. Device analysis: the failure mode was unable to be produced as the console was repeatedly able to read eeproms. Root cause: the eeprom was unable to be read while running a pump in the field but that failure was not reproduced during testing. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Summary: there were no issues related to this complaint discovered when reviewing the product history of console ic5657.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during preparation, the console had a pump failure alarm. It was noted that after completing the impella support setup and priming the purge cassette, and connecting the pump catheter, the system returned to the initial startup screen and a "pump failure" alarm occurred. The system displayed messages such as "do not use this catheter" and "replace with a new pump catheter." The serial number was not recognized by the control device. After replacing the control device, the device functioned without any problems and support is currently being provided to the patient.